Event description:
During testing at the user facility, it was noted that the ground prong on the ac power cord was bent. There were no reported adverse pt events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The power cord was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.